Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to possible atrial fibrillation (af) with rapid ventricular response. It was noted the device detected a ventricular fibrillation (vf) episode at the time and delivered therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.